Event description:
The patient is reportedly experiencing sound quality issues with his internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that it was not functioning. Revision surgery will be scheduled.